Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patent reported that they forgot how to use the pp. She called today to ask for instructions using the pp. On the call patient used the programmer (pp) and we determined implant neurostimulator (ins) was off. Patient turned on the ins. Patient reported she had incontinence suddenly today and also did not feel stim for a couple of days. It was reviewed ins being off could be the reason of not feeling stim and having incontinence. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had two small instances of incontinence the day before report and felt like there was something in their underwear on the day of report. The patient went to the bathroom and had stool on the underwear. The patient used the pp to increase their settings and was advised to follow up with their healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not sure what led to them not feeling stimulation. The patient reported that they think they called because the device needed to be checked. The patient reported that they think the representative explained how to check the battery on the device in order to resolve this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.